Manufacturer narrative:
D3: correction. H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a no disposable alarm. Troubleshooting was performed and the pump continued to alarm. The reservoir volume was 11.2 ml, rate at 2.0 ml/hr, and 80.80 ml was given. There was patient involvement, no patient injury was reported.